Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 10 mg/ml; 3.5 mg/day, bupivacaine 40 mg/ml; 9.337 mg/day and clonidine 400 mcg/ml;140 mcg/day via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported the hcp could aspirate the pump but was unable to fill it. The hcp was able to aspirate the expected 2.5 ml today ((B)(6) 2018) however it was very difficult aspirating. The hcp performed the locked valve procedure (hold negative pressure) multiple times and saw air come back so they know it was not locked. When the hcp tried to inject into the pump, he had to use double the pressure with the 20 ml syringe however he was not able to fill the pump. The hcp went down to a 10 ml syringe as well and tried to fill the pump with saline with no success. Confirmed proper needle orientation and the manufacturer refill kit was being used. The hcp had this issue at the last two refills as well. The hcp did not feel comfortable moving forward with the pump. The managing hcp decided to put the pump into minimum rate and schedule for replacement since he believed there was an issue with the pump. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient first started experiencing difficulty with refills at the last refill, approximately two months ago. The cause of the difficulty aspirating and filling the pump was not determined and has not been resolved. The current status of the affected device was implanted and inactive. The pump will be returned to the manufacturer when available. The patient¿s weight at the time of the event and medical history were unknown.